Event description:
A report was received that the patient underwent a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient had no other revision other than what was reported in the patient's record.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #:(B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision was due to inadequate stimulation.